Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - moisture under lg cover glass - cracked optical lenses - cut on video cable - dark spots on image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a bent shaft, and the image had a shadow. The issue was found during set up for use. There were no reports of patient involvement.